Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the conductors exhibited subclavian crush. The lead was removed.

Event description:
It was reported by the patient's relative that the patient's lead had broken. Follow up with the patient's clinic confirmed the right ventricular (rv) lead was suspected of fracturing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; 4558m53 implantable pacing lead, implanted: (B)(6) 1997.